Manufacturer narrative:
As part of troubleshooting, the customer was asked by the technical support engineer if b30 error occurred with a different scope as well. The customer stated that the b30 was displayed with another bronchovideoscope. But after rebooting the video processor, the b30 error cleared with the second scope. The customer was advised to clean the contacts on the scope with 70% ethyl or isopropyl alcohol, shut off the 190 tower, connect the scope, and boot up the tower. They confirmed that the b30 error still occurred and technical support engineer advised that b30 error could likely be due to fluid invasion and asked the customer to return the device for evaluation and repair. The device was returned to olympus for evaluation. It was noted that the device displayed no image. After aeration was performed, the image was normal. There were few additional findings. The distal end cover was chipped. The bending section had a pinhole. The adhesive of the bending section cover was lifting. The bending section was wet, the exposure compensation (ec) reading was unstable, after aeration the bending section was dry. The insertion tube had a cut on the boot. The control body and scope connector showed presence of fluid, after aeration the parts were dry. The control knob made a clicking sound. Three good faith efforts were made to obtain additional information; however, no response received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when the evis exera iii bronchovideoscope was connected to the cv-190 tower, a b30 scope communication error occurred. The issue was identified during preparation for use for a diagnostic procedure. There was no report of patient or user injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 coding not indicated on the secondary report. Olympus will continue to monitor field performance for this device.